Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the swivel lock of the a1059 mayfield modified skull clamp does not lock with enough strength to hold the rocker arm steady. There was no known patient injury nor delay in surgery.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. During inspection, it was observed that both upper and lower handles were out of adjustment and both shock cushions were worn and needed to be replaced. The unit was received with standard adaptor and not the tri-star adaptor. The device was manufactured in 2011. The reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.